Event description:
According to the reporter, during an endonasal surgery procedure, the tip of the extended tip applicator came off. The tip was retrieved by the surgeon with no adverse effect to the patient.

Manufacturer narrative:
The investigation determined that the procedure was the removal of a pituitary tumor through an endonasal approach. At the conclusion of the procedure, (B) (6) used the extended tip applicator to apply duraseal to obtain watertight dural closure. After removing the applicator from the surgical field, it was noticed that the tip was no longer attached to the applicator. (B) (6) discovered that the tip was lodged in the applied duraseal. He retrieved the tip from the applied sealant. There was no adverse effect on the patient because the missing tip was located and retrieved prior to wound closure.